Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 223mg/dl. The expected fasting blood glucose test result range is 107 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 180 and 208mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) the 143mg/dl (B)(6) 2017 12:27 pm fasting: yes, 223mg/dl (B)(6) 2017 04:58 pm fasting: yes, 215mg/dl (B)(6) 2017 04:56 pm fasting: yes, 183mg/dl (B)(6) 2017 01:30 pm fasting: yes, 143mg/dl (B)(6) 2017 07:26 am fasting: yes. Customer states high result. Customer feels fine at this time and does not need medical assistance. Customer denies change in diet, exercise or medicines. Customer had a1c a month ago - states results were normal. Customer has control solution however, refuses to locate it to do a control test.